Event description:
The customer alleges that the device does not produce a mist.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and medicine residue was observed inside the components. No other issues were detected. After the components were cleaned, the sample was functionally tested and no issues were found. The sample was found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device does not produce a mist.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.